Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patients wife, he did need to go to the hospital twice and did experience an adverse health consequences because of the event. He reported he experienced shortness of breath and was transported to the hospital via ambulance where he was admitted for 3 days. She reported that he felt as if he could not get enough air from the unit. There were no audible or visual alarms at the time of the event. She said she called customer service and was told to change the filter. She said the unit did have dust on it and the unit was not working right. She states she did not know she was supposed to change the filter. The patient received o2 treatment and medications. He was discharged and returned to the hospital 3 days later and stayed for an additional 9 days. He was diagnosed with sob related to kidney failure and placed on dialysis, treated with o2 and medications. He is currently resting at home, continues his o2 @ level 3-4, and doing well. He will continue to follow up with his primary physician. He did receive a replacement unit the next day.